Event description:
High threshold and low impedance were also reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the left ventricular lead exhibited an insulation anomaly. The patient developed an infection. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that a ring cable abraded through the proximal insulation at 79.0 cm to 80.9 cm from the connector pin.